Event description:
It was reported that during use of the port, the catheter separated from the port. The port was explanted and the catheter piece was determined to be in the area of the tricuspid valve. Since the pt was asymptomatic, the physician decided not to attempt removal of the catheter. There were no further complications. The pt was referred to a cardiologist who will remove the retained portion of the catheter.

Event description:
It was reported that during use of the port, the catheter separated from the port. The port was explanted and the catheter piece was determined to be in the area of the tricuspid valve. Since the pt was asymptomatic, the physician decided not to attempt removal of the catheter. There were no further complications. The pt was referred to a cardiologist who explanted the piece of catheter.